Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump wake button was difficult to press. Customer declined tandem technical support's offer to troubleshoot. Customer's blood glucose was 69 mg/dl.